Manufacturer narrative:
No patient was involved with this event. Date of event was estimated. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that the clinician initiated a test on the centrimag back-up system. The primary console created a "crackle and pop" sound and would not start up. The clinician proceeded to swap the consoles up to 4 times before centrimag worked as intended; the 4 consoles created the same issue as the first one console. The 6th primary console powered up and completed the start-up and self-test sequence successfully. No patient was involved. This event was previously not reported due to no patient being involved with the patient. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.